Event description:
The manufacturer received voluntary medwatch (mw5105588) alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. The patient alleged having diagnosed with follicular non hodgkin's lymphoma with a mass in abdominal area, the patient went through chemo treatment. Patient alleged having sinus infection and cough. The patient also alleged hospitalization with legionnaire's disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging follicular non-hodgkin's lymphoma with a mass in abdominal area, went through chemo treatments plus radiation and responded well, sinus infections, cough and legionnaire's disease. It was told that non-hodgkins had transformed to diffuse large b cell non- hodgkins lymphoma in left lung related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 health effect clinical code corrected and updated in this report.